Event description:
Boston scientific crm received information that this device system had been explanted due to infection. A new device system was successfully implanted one week later.

Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required. The system was explanted due to patient infection.